Manufacturer narrative:
Since the complaint device was determined to be a non-mentor product, no investigation will take place. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast surgery with an unspecified mentor gel implant that ruptured postoperatively. As a result, the patient had the device explanted on (B)(6) 2019. Upon receipt at mentor, it was discovered that the complaint device was not a mentor product. This report contains supplemental information for mentor psr reference number (B)(4).